Manufacturer narrative:
(B)(4). Date sent: 12/21/2020 d4: batch # t5en45 h6: component code = mechanical (g04); others (g07) device analysis: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A reload was received partially fired 1/2 and loaded in the device. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: lot#/batch t98876 provided for was verified and doesn¿t belongs to any product code, could you please provide the correct lot #/batch? Lot t95576 did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, the device stopped at the half (cut and staple). Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Yes, it was impossible to open the device in intra-op. Outside of the operative field, the device has been opened by forcing. If yes, how was the device removed from the patient? By forcing at the level of the handle. If yes, did the jaws eventually open? Yes after forcing. Could you please clarify if there were any patient consequences? Not to the nurse knowledge. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not to the nurse knowledge.

Event description:
It was reported that when cutting the right hepatic vessel, the clamp and the recharge were blocked with half of the section. It was impossible to return or reopen the device. Not even in emergency manual mode (mechanism on top of the device.)